Manufacturer narrative:
Physio-control performed a clinical review and determined that a use error occurred. Review of the screen shots provided by the customer shows the initial rhythm to be organized non-shockable. An unsynchronized shock was delivered at 17:14:53, converting the patient¿s rhythm from organized to vf. The code summary indicates that sync was not turned on until 17:24:08, after rosc had been achieved. Per the lp15 operating instructions, "manual defibrillation is indicated for the termination of certain potentially fatal arrhythmias, such as ventricular fibrillation and symptomatic ventricular tachycardia. Delivery of this energy in the synchronized mode is a method for treating atrial fibrillation, atrial flutter, paroxysmal supraventricular tachycardia and, in relatively stable patients, ventricular tachycardia." Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report that when they were using the device to deliver a shock, they pushed the sync button to charge and released and it put the patient into defibrillation. It was reported that the patient was not in cardiac arrest prior to the incident. The rhythm at the time after a shock was delivered was a-flutter w rvr. The patient was in ventricular fibrillation after first un-synchronized shock at 200 joules, then was resuscitated, with anoxic encephalopathy post event, and the family withdrew care (B)(6) 2019 and patient expired, however it was determined that a use error occurred which was the cause of the event.

Manufacturer narrative:
Additional manufacturer narrative: physio-control evaluated device download data and the reported issue of synchronized shock delivered incorrectly by the device was unable to be verified or duplicated. The root cause was determined to be most likely use error. The device passed functional and performance testing and was returned to the customer. Corrected data: section d10 product available to stryker of the initial medwatch report indicated: field. Section d10 product available to stryker of the initial medwatch report should indicate: return.

Event description:
Physio-control received a report that when they were using the device to deliver a shock, they pushed the sync button to charge and released and it put the patient into defibrillation. It was reported that the patient was not in cardiac arrest prior to the incident. The rhythm at the time after a shock was delivered was a-flutter w rvr. The patient was in ventricular fibrillation after first un-synchronized shock at 200 joules, then was resuscitated, with anoxic encephalopathy post event, and the family withdrew care (B)(6) 2019 and patient expired, however it was determined that a use error occurred which was the cause of the event.